Event description:
During baxter's evaluation of a spectrum pump, it was found to alarm constantly for downstream occlusion.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's initial evaluation of this pump, it was found to constantly alarm for downstream occlusion. Further investigation found that this error was caused by a failed downstream sensor. The downstream sensor was replaced.